Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on the proximal rows 1 and 2 were lifted from their crimp positions. The stent outer diameter is measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed that the tip was damaged at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the distal part of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the distal part of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.